Manufacturer narrative:
Upon completion of the investigation it was noted that the base of the needle chamber was missing. It is not possible to determine the root cause of the problem reported by the customer. During the manufacturing process these devices are 100% inspected for leaks prior to distribution. A review of the device history records confirmed that this device conformed to the required specification prior to distribution. This is the first complaint for this product code; therefore we would consider it an isolated event. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that when the device was removed, the back of the reservoir bag was broken.